Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation after taking a fall and the left t6 lead exhibited high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the t6 lead was partially explanted. Two t7 leads were added during the procedure since the t6 space was not accessible and therapy was restored postoperatively.